Manufacturer narrative:
Pump was received with intermittent button response due to flattened all the buttons dome switch. Unit had normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Unit had minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, broken reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
It was reported that the insulin pump alarmed battery out limit. Customer stated that the clock was still vibrating. Customer stated that they were unable to clear the alarm. Customer's blood glucose reading at the time of the call was 100 mg/dl. No further information reported.